Event description:
The facility reports that while a pt was being prepared to be lifted from the floor, the pt's foot became entrapped between the base cover and the mast as the hoist was being lowered. This caused severe bruising to the pt's foot. The pt received treatment at the minor injuries unit.